Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, tower door 7 was failed, emitted a clicking sound during recovery attempts and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Work order was cancelled by fse.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 7 was failed, emitted a clicking sound during recovery attempts and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.